Event description:
It was reported that catheter entrapment on guidewire occurred. The target lesion was located in spleen. A 165cm model transend guidewire was advanced for use. However, during the procedure, the catheter was stuck on guidewire. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Device evaluated by MFR: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device was inspected and was found bent at distal tip and the distal section kinked. The outer diameter of the distal, middle and proximal sections of the device are within specifications.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that catheter entrapment on guidewire occurred. The target lesion was located in spleen. A 165cm model transcend guidewire was advanced for use. However, during the procedure, the catheter was stuck on guidewire. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.